Manufacturer narrative:
There was no report of injury with this event. Although additional info has been requested, there is insufficient info at this time to complete the investigation. A follow-up report will be submitted once additional info has been made available.

Event description:
When comparing fetal growth calculations from the same pt using hd11 and hd9 philips ultrasound systems, a difference was noted in the fetal age estimation results.